Event description:
Note: the date of event is unk. Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03621, and 3005099803-2009-03622 for the other associated device info. It was reported to boston scientific corp that three radial jaw 4 single use biopsy forceps large capacity devices were used during a colonoscopy procedure. According to the complainant, during the procedure, three devices were found to have inadequate bite force for retrieving a biopsy specimen. Upon removal of each device, it was noticed that the orange sheath was exposed at the distal end of the forceps. It is believed that the pullwire may have been broken on all three devices. The procedure was completed with a forth radial jaw 4 single use biopsy forceps large capacity device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).